Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on an (B)(6) 2025 data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.